Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. On an unspecified date in the same month, the patient was treated with meropenem (one gram, twice a day, route of administration and duration not reported) and vancomycin (one gram every fifth day, route of administration and duration not reported) for peritonitis. Three days after the onset, the patient was recovered from peritonitis and was discharged from the hospital. At the time of this report, the patient's fluid was clear and was doing well. No additional information is available.